Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported, the customer had a damage to their insulin pump. Customer's husband stated their buttons were worn. It was also found every battery replacement required the customer to reset all their settings. Customer's blood glucose was unknown. The customer's husband stated, the damage to their insulin pump was from normal wear and tear. Customer's husband also stated their insulin pump was showing an empty reservoir, but there was insulin present. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.